Event description:
It was reported that the customer was unable to upload his/her insulin pump data to carelink. This was caused by a displayable history check failed on startup alarm. The customer's blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
Unable to upload to carelink due to a displayable history check failed on startup alarm in the history file. The displayable history check failed on startup alarm in the history was due to a corrupted history file. Insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.